Event description:
It was reported that, this pacemaker exhibited oversensing of the ventricular refractory period on the atrial channel. The device was reprogrammed to optimize the sensitivity. This pacemaker remains in service. No adverse patient effects were reported.